Manufacturer narrative:
Examination of the returned device confirms the material fracture as reported. Evaluation of the device by a depuy material scientist has attributed the failure to fatigue failure because of device edge loading placing undue pressures on the material. This suggests the acetabular cup is positioned more vertically than recommended. Patient x-rays were requested but none provided. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the investigation, the need for corrective action was not indicated.

Event description:
Patient revised for polyethylene wear and fracture of liner. Anterior edge loading.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.